Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an error fetching countries message appeared in the mobile programmer application. It was noted that the mobile programmer application version was outdated and an update was performed. It was then confirmed that the mobile programmer application had been launched instead of the intended remote monitoring mobile application. Troubleshooting steps were taken to include opening the remote monitoring mobile application; however, repeated update prompts continued to appear. Additional troubleshooting steps were taken to include rebooting the host tablet and attempting to use the application again, however the update prompt persisted. It was noted that the application continued to prompt for updates when attempting interrogation. Further troubleshooting steps were taken to include initiating updates for the host tablet operating system and the application with a view to resolving the issue. There was no patient involvement.